Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would intermittently shutdown and show a white blank screen upon start up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) was confirmed through a review of flag files. As received, the monitor would not reproduce the abnormal shutdowns. Destructive testing revealed a separation between the inter-metallic layer and the copper pad of the u500 dsp component on computer analog (ca) board sn (B)(4). The fracture between the copper pad and inter-metallic layer of the bga component likely caused the inability to power on. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.